Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a low out-of-range (oor) shock lead impedance measurement of zero. This was a single occurrence and the shock lead impedance was reported to otherwise be stable. Boston scientific technical services (ts) recommended troubleshooting including minimum and maximum energy shock. The patient was scheduled for a follow-up to evaluate shock lead impedance. The system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received from a field representative indicating that the patient was brought in for a defibrillation threshold (dft) test. At this point, the cause of the out of range impedance has not been determined and no specific date was provided. Further added information indicated that shock impedance testing was performed for this patient. Shocks were delivered with normal shock impedance and dft¿s were successful.

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The crt-d was explanted almost 5 years later for reported normal battery depletion and returned for analysis.